Event description:
It was reported that during a da vinci surgical procedure while using the monopolar curved scissors instrument (mcs) with the tip cover accessory installed, the surgeon noticed arcing. The surgeon immediately stopped using and the mcs instrument and replaced the mcs tip cover accessory to complete the planned procedure. No pt harm, adverse outcome or injury was reported. The following med watch reports were sent to the FDA regarding this event: 2955872-2008-01019, 2955872-2008-01020, 2955872-2008-01021.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found three areas with char marks: the proximal clevis body, one proximal clevis ear, and the edge of the distal clevis. The char marks are indicative of multiple arcing events. Three tip cover accessories were returned with instrument. All tip covers were found to have arced holes through the silicone. The holes in the tip covers align with the different char marks on the instrument. Instrument does not have any abnormally sharp edges. Engineering also observed the distal end of the main tube has a 1.25 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.